Event description:
As reported, in 2008, this patient underwent endovascular aneurysm repair of the descending thoracic aorta. The gore tag thoracic endoprosthesis deployed without incident. Following deployment, a gore tri-lobe balloon was advanced without the use of fluoroscopy. After the balloon had been advanced, fluoroscopy was turned on, and the balloon was visualized in the ascending aorta. The wire and balloon catheter were manipulated, which resulted in patient distress. A pericardial window was performed and blood was evacuated from the thoracic cavity in order to stabilize the patient. Angiography demonstrated contrast outside the aorta, in between the descending aorta and the heart. Cardiac surgeons proceeded to repair the vessels. The patient died during the night. The physician reported the ascending aorta was perforated by the balloon catheter. The physician stated that this event was caused by operator error and was not device related.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.